Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 0.3 mg/ml fentanyl at 0.0072 mg/day and 3.5 mg/ml bupivacaine at 0.22414 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient missed a refill. The patient was having to drive to (B)(6) to get the pump refilled, but due to the inclement weather, the patient could not make the drive to get the pump filled. The patient was seeing the 8286 code [empty pump] code on the personal therapy manager (ptm). It was noted the patient was experiencing a return of pain now that she missed a refill. The event date was noted to be (B)(6) 2016 and it was unknown if the drug information was exact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.